Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 for unknown reasons. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to the removal of the hardware, the most likely cause cannot be determined due to the limited information provided and the device not being returned for evaluation. There were no deficiencies or malfunctions alleged/confirmed with any tmc device nor does any information indicate it was a determining factor for performing the revision. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 for unknown reasons. There were no deficiencies or malfunctions alleged/confirmed with any tmc device and no other patient outcomes were reported as a result of this event.